Event description:
It was reported that during the procedure, when the helix mechanism of this right ventricular (rv) lead was extended and retracted, the measured parameters were abnormal in multiple locations. The impedances were high and undersensing was observed. The lead was exchanged for a new one to complete the procedure. No adverse patient effect were reported. This lead is expected for return.

Manufacturer narrative:
This lead is expected to be returned. Should the lead be returned analysis will be performed and this investigation will be updated.

Manufacturer narrative:
This report is being filed up update the device codes and describe event or problem field.

Event description:
It was reported that during the procedure, when the helix mechanism of this right ventricular (rv) lead was extended and retracted, the measured parameters were abnormal in multiple locations. The impedances were high and out of range and undersensing was observed. The lead was exchanged for a new one to complete the procedure. No adverse patient effect were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix of the lead was retracted. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, when the helix mechanism of this right ventricular (rv) lead was extended and retracted, the measured parameters were abnormal in multiple locations. The impedances were high and out of range and undersensing was observed. The lead was exchanged for a new one to complete the procedure. No adverse patient effect were reported. This lead was returned.